Event description:
The patient reported that the "batteries aren't lasting very long." The device was explanted and replaced. It was subsequently returned with report of eri (elective replacement indicators). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal.